Event description:
On (B)(6) 2013 it was reported that during normal and system diagnostics, current delivered values of 5923 ohms and 5643 ohms were observed, which is indicative of high impedance. The battery status for the normal and system diagnostics was ifi=no. The manufacturing records for the vns generator and lead were reviewed and the devices met all specifications prior to distribution. Good faith attempts are currently in progress to obtain information regarding the high impedance issue.

Event description:
Additional information received revealed that the patient underwent full revision surgery in which the lead and generator were replaced. It is unlikely that the explanted products will be returned for analysis as the surgeon does not typically return explants.

Event description:
Clinic notes dated (B)(6) 2013, were received which indicate that there are no seizures, but the patient no longer feels the vns going off. The patient's current settings are as follows: current output 1.75 ma, magnet output current 2.00 ma, signal frequency 20 hz, magnet on time 60 sec, pulse width 250 usec, magnet pulse width 250 usec, signal on time 30 sec, signal off time 1.1 min. Per the notes, the patient's vns was interrogated and the settings remain the same. The patient felt the vns was not working because he no longer feels it when he swipes the magnet. However, the patient states that the magnet helps stop his seizures when he uses it. The physician discussed disabling the vns device due to the high impedance; however, neither the patient nor the caregiver wished to do so. A chest x-ray was performed. System diagnostics from (B)(4) 2013 show a low output current of 1.25ma, with output status = ok, lead impedance = ok, impedance value = 5923 ohms, not at end of service ("battery is over 75% by picture"). The patient tolerated settings without problem. The x-ray assessment of the pa and lateral chest views was provided by the physician. It was stated that there was no lead discontinuity. No other information has been provided.